Event description:
Patient was revised to address pain and elevated metal ion levels (chromium=12.2, cobalt=33).

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-ray(s) were obtained and reviewed. No implant fracture or disassociation seen, however, this may be due to the poor quality of the x-rays. Please close per wi-7915 rev 7.the investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/12/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and metallosis. The stem is being added for the high metal ions. The complaint was updated on:7/9/2015.